Event description:
The battery died after only used 3 times.manufacturer response for power stapler, echelon power stapler (per site reporter).======================took a report of the problem, issued rga#, and sent return kits. A replacement product will be shipped.